Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the approach/where anatomically was the probe inserted? - open ablation. Probe inserted into liver (unsure of which lobe.) Was there any resistance felt or any challenges inserting the probe? - no. Where in the liver is the probe tip located? - still in liver, unsure of lobe. In ablated tissue. Are copies available of any imaging performed? - n/a. Was the postoperative patient care changed or any other treatment required? - no. Are there plans to remove the broken probe tip? - no. What is the current status of the patient? - recovered. Was the ablation successfully completed? - yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the ceramic tip broke off in patient during surgical liver ablation. Tip was left in the patient. This caused a fifteen minute delay.